Manufacturer narrative:
Quality controls from the complained analyzer showed fluctuating results, with many values between 2 and 3 standard deviations of the mean. A review of the alarm trace showed many alarms indicating low system reagent volume, no detection of sample, cleaning maintenance recommended, incomplete calibrator set, film detected in system reagent, sample liquid level detection issues, and low or empty system water. The field service engineer decontaminated the instrument. The operators at the site were trained on analyzer maintenance. The investigation determined the issue is consistent with inadequate customer maintenance.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-hav igm on a cobas e411 rack. The sample was tested twice on the e411 analyzer, resulting in anti-hav igm values of 7.94 coi (reactive) and 1.15 coi (reactive). The sample was repeated on a second e411 analyzer, resulting in an anti-hav igm value of 0.838 coi (non-reactive). This value was deemed correct.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The customer confirmed that the analyzer operators back-dated the system many times, so the date of the event may be inaccurate.